Manufacturer narrative:
Corrected data: e3 (inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty power supply unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no output signal, and all leds (light emitting diode) panel were unlit because the power supply unit was defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, when the doctor pressed power button, it tuned off suddenly with the video system center. The event occurred during preparation for use. The doctor had to cancel the diagnostic gastrointestinal procedure because the clinic only have 1 endoscopy system. There was no report of patient harm associated with the event.